Event description:
It was reported to medtronic neurosurgery that when the surgeon implanted the catheter, csf flowed without a problem. After the valve was connected to the catheter, the sys did not work. The surgeon tried pumping the reservoir; however, the sys still did not work.

Manufacturer narrative:
Eight cm of catheter was attached to the valve inlet and 55 cm of catheter was attached to the valve outlet. The valve was patent and passed siphon and leak testing. The device met all specs for pressure-flow and preimplantation testing. The device did not meet requirements for reflux testing. A dissection of the valve identified proteinaceous debris inside the valve adjustment mechanism. The returned catheters were patent. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.